Manufacturer narrative:
(B)(4).

Event description:
Follow up information was received. "Iritis was confirmed, but there was no hypopion with mild hyperemia. The case was determined to be "non infectious" as per the reporter.

Manufacturer narrative:
The date of this supplemental report reflects (B)(6) 2015 the date that the additional information was received and it was determined that this record was a duplicate record of a previously reported event initially received on (B)(6) 2015 noted in manufacturing report number (B)(4). Correction: due to the additional information received on (B)(6) 2015, the date received by the mfg. For manufacturing report number (B)(4) should have been (B)(6) 2015 on the initial MDR.

Event description:
A surgeon reported post operative aseptic endophthalmitis, fibrin deposits, difficulty seeing, and iritis in a patient's left eye noted after intraocular lens implantation. The patient was treated with an eye drop. There is no product sample available for this case as the sample still remains in the patient's eye.

Manufacturer narrative:
A product sample was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(4) 2015, the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(4) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Follow up information received. An eye culture was performed, however, the reporter did not provide the results. The patient received treatment and recovered.